Manufacturer narrative:
This is a follow up to emdr 9617229-2021-46081. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of hypersensitivity/allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and hypersensitivity/allergic reaction.

Event description:
Patient reported "rupture", "liquid found where it should not be", "have to have surgery to avoid any serious problems". Patient also reported "allergic reaction to the MRI procedure and had to go to the hospital" and this event is not related to the device. Later patient reported through health canada "fluid that shouldn't be there", "during the MRI I had an allergic reaction to the contrast agent", and "fear". Patient was hospitalized due to allergic reaction had during MRI. This record is for the left side. Device remains implanted.